Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that a foot control device was received and labeled as not working. It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there was a delay in a surgical procedure or if a spare device was available. It was unknown to the reporter if injuries or medical intervention were reported. The precise date of this event was unknown. Several unsuccessful attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. All available information has been disclosed. If any additional information should become available, a supplemental medwatch report will be submitted accordingly.